Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the testing history for the reported lot was performed. In-house testing on strip lot k370018 met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined by the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Alere's (B)(4) affiliate was notified by a patient who reported a variance between the inratio2 inr result and an inr result that was obtained at the physician's office. Results are as follows: date: (B)(6) 2016, inratio2 inr: 2.1, physician office inr: n/a; (B)(6) 2016, n/a, 1.4. Therapeutic range: unknown. It is unknown if the physician's office inr was a point of care (poc) device or a laboratory draw. The patient was unable to provide any further details. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)